Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently shut off by itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.